Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat an unspecified coronary artery, an unspecified xience prime stent delivery system (sds) was advanced and the stent dislodged and was lost in the common trunk. The stent was successfully retrieved from the patient anatomy using a goose neck snare device. The procedure was completed by successfully implanting a new xience prime stent. There was no adverse patient sequelae. No additional information was provided.